Event description:
The extra long straight saber attachment overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement and, no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed dry, broken lubrication on the nose bearings.